Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the extracorporeal tubing connected to the y-fitting and between the sheath and the catheter. There was also moderate amount of dried blood within the stat-gard sleeve. The extension tubing was not returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation confirmed the reported problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, however a kink in the catheter can cause an alarm. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Customer indicates that balloon was removed because the waveform changed and there was an alarm "blood detected". According to the nurse, the pump alerted and alarmed "blood detected" - the balloon waveform was indiscernible and the pump stopped. The doctor pulled the catheter out and found that inside the balloon chamber, plenty of blood was noted upon withdrawal. Patient expired on (B)(6) 2015. The product is being returned.